Event description:
Additional information was received: the site manually opened the gantry and used a different imaging system to complete the case.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system control board and power switching board were replaced, and firmware was verified. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) the power switching board was returned to the manufacturer for analysis. The reported issue was confirmed through functional testing. There was an electrical failure with this component. Evaluation codes 10, 120, and 4307 apply to this component. The system control board was returned for analysis. Through functional testing, performance testing, visual/physical examination, and usability inspection the reported issue could not be confirmed, there was no failure found with this component. Evaluation codes 10, 213, and 67 apply to this component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacture date was not known on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thor acolumbar procedure, the gantry would not open in and the site had to manually open the gantry. The clinical specialist at the site stated the mobile view station (mvs) was getting power, but the image acquisition system (ias) would not power on. The ias was showing that it was charging. The ias would not power on and therefore the site could not open the gantry. The field service engineer (fse) at the site confirmed that they had taken a couple of scout shots and then the system just went down. The battery lights were still on but the screen and motion buttons on the ias were black and not working. There was a delay to the case of less than one hour. There was no reported impact on patient outcome.